Event description:
The customer reported that the autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform. The customer did not provide any further information on the status leds of the battery and whether it was fully charged or not before being inserted into the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. E1 (initial reporter - email) was corrected based on the received additional information. H6 (health effect - clinical code) was corrected/updated based on the received additional information. H6 (health effect - impact code) was corrected/updated based on the received additional information.

Event description:
During shift check, the autopulse li-ion battery (B)(6) was successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged and ready for use. However, the battery failed to power on the autopulse platform. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.